Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during routine clinic visit the vad coordinator was unable to download log files via monitor and the controller information would not display on monitor. The vad coordinator was instructed to check the status of monitor data cable by checking backup controller. The coordinator was able to successfully view the backup controller parameters via monitor, but could not get the primary controller to do the same. There was no visible damage to the controller data port connector upon inspection. The controller was exchanged without issue. No further information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to the port connector damaged and dislodged inwards into the controller housing, this caused the communication anomaly described by the user. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.